Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Event description:
It was reported that patient underwent a left total hip arthroplasty in the 1990's. Subsequently, patient was revised on (B)(6) 2015 due to dislocation and poly wear. The liner and modular head were removed and replaced. During the procedure it was noted that the surgeon was unable to perform hip reduction with the revised modular head. Another modular head was used to complete the procedure.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided